Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the scale markings on a 3 ml bd luer-lok¿ disposable syringe with bd luer-lok¿ tip were not readable. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: 3 units of 3ml syringe in sealed package were received, confirmed to be from lot 7267924(p/n 309657). Samples were visually evaluated, all have illegible print. The product defect can confirmed based on sample evaluation. DHR review for batch 7267924(p/n 309657): manufacturing date 9/30/2017-10/11/2017, batch size was 772,000. Quality notification was created on 10/11/2017, missing print on barrel, requalification activities were performed and some of the product affected was scraped. Machine adjustment was performed along with product inspection prior to resume production. Batch 7267924 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: root cause and CAPA not required based on severity and occurrence level defined for this complaint.